Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 33 mg/dl. Customer was sweating and had nausea. Customer declined troubleshooting for low blood glucose reading. Low blood glucose reading started at 2:00 am to 8:56 am. Customer current blood glucose reading was 44 mg/dl. Customer also had 35 mg/dl blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had cracked case at display window corner, battery tube threads, broken reservoir tube lip and minor scratched display window.